Event description:
It was reported the patient stopped getting pain relief. The patient had withdrawal symptoms (unspecified). Upon evaluation, the pump was found to have all 18cc of drug still in the pump. No drug had been delivered to the patient. The pump was determined to not be working. It was unknown if a motor stall had occurred. The patient was scheduled for pump replacement. No rotor study was done. In the operating room, a dye study was done. Csf was returned through the existing catheter. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). The pump was returned for analysis, which was not complete as of the date of this report. A follow-up report will be submitted when device analysis is complete.